Event description:
The end-user was walking to therapy using her rollator with her aide. She crossed the street and stopped as she was tired. The sidewalk was curved where she stopped and sat down. She placed brakes; however the rollator rolled and she fell off the rollator and hit her head on the sidewalk. Someone called 911 and she was taken to the ER. They completed a cat scan and body x-ray at the ER and they said she was okay. Per the end-user's son, he states she suffered a mild concussion; however the end-user indicated she was just sore for one week and they prescribed her prescription medication.